Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that patient called back in reporting that they were "peeing like crazy". Patient mentioned previously reported information and added that all of a sudden, they have to pee more than anything. Patient stated that they thought it may be due to changes in their body like the increase in fluids on their heart and ankle. Patient mentioned that had an MRI, then they thought their therapy was turned back on, and they already talked to someone named courtney (spelling not confirmed), who confirmed that their therapy wasn't turned on, so they "straightened it out". Patient also mentioned having some fecal leakage but then said that they think that may be due to their prolapsed anus because they've been taking 80mg of lasix a day and they couldn't go anywhere. Caller also confirmed that their ins was mainly indicated for bladder treatment, and "a little bit" for bowel treatment. Agent reviewed general therapy information and walked patient through connecting to their ins and increasing their stimulation to a comfortable level. Caller confirmed feeling the stimulation in their bike seat area. Patient will maintain their stimulation and will continue to monitor symptoms. Redirect to hcp if issue persists.

Event description:
Additional information was received from the patient. They reported that therapy not working and they want to increase stimulation. Patient stated they usually take 80mg of a hydration medicine but are only taking 40mg and still have a hard time controlling their urine and their feces. Patient stated they have to wear depends on and are peeing through their depends. Patient stated they put themselves back on medication because of the lack of urine control. Agent walked patient through connecting to ins and patient increased stimulation. The patient had to use the bathroom on the call and when they came back, they indicated they had pee running down their legs. Agent reviewed patientcan decrease stimulation if it feels uncomfortable. Agent reviewed multiple times patient needs to follow up with healthcare provider (hcp) regarding their medical and symptoms concerns. Patient stated they will call hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.